Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer's (OEM) investigation. The OEM performed a device history record review and there were no abnormalities were noted. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential cause of the reported event has been determined to be user error (miss-reprocessing) as the instructions for use (reprocessing manual) instructs to conduct reprocessing with using maj-1888. The product¿s IFU described as follows: "brush the forceps elevator". When brushing the forceps elevator and the forceps elevator recess, gently use a single use channel-opening cleaning brush (maj-1339) or a single use combination cleaning brush (bw-412t) and single use soft brush (maj-1888). Do not use a stiff brush or brush with excessive force even with the brush maj-1339 or bw-412t and maj-1888. Using a stiff brush or brushing with excessive force may damage the distal end of the endoscope and cause the endoscope to leak. "Brush and flush the forceps elevator recess" if the single use soft brush (maj-1888) is not properly disposed of, it could pose a contamination and infection control risk. Additionally, a review of the repair history indicates the scope was purchased on november 1, 2020 and was last repaired on march 2, 2020 for a broken elevator issue.

Manufacturer narrative:
During the ess's visit at the facility, the staff re-cleaned the scope while the ess was present using the maj-1888 cleaning brush. The ess completed a reprocessing in-service with staff. The in-service included cleaning, disinfecting, and sterilization information as contained in the on track document. The ess recommended that the staff follow all olympus reprocessing procedures as documented in the on track forms and reprocessing manuals. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The endoscopy support specialist (ess) became aware during a reprocessing in-service visit, the staff informed the ess that the day before they missed a step in reprocessing as they did an extended soak for an hour then they brushed the scope without the maj-1888 brush then placed it in the endoscope reprocessor, medivator dsd. The facility did not have the maj-1888 brush. There was no patient injury reported.